Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician (bmt) reported to technical support that a dry acid mixer had a burnt smell when powering on the machine and tripped the gfci breaker. There was no patient involvement. The bmt was advised to replace the power relay to pump and mix and power switch. Upon follow-up, the bmt stated they replaced the power console and the power switch after replacing the parts, they hit start on the mixer and sparks came out of the mixer, they determined that the issue was related to the pump inside the cabinet. The machine remains out of service. It was confirmed there was no patient involvement associated with the reported issue.